Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-sep-2019 with the following findings: a review of the black box showed no power issues. A visual inspection of the pump revealed corrosion in the battery compartment. No damage was found to the battery cap and the cap was able to attach securely to pump. The pump was exercised with no power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 06-jul-2019, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.